Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported a power error (pump error 25). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked middle (enter) keypad overlay, scratched keypad overlay, scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and active current measurement tests; it failed sleep current measurement, and self tests. Self test failed because the vibrator failed to vibrate when it was supposed to. Thus software was utilized and uploaded trace/history files properly. No frozen displays were noted. No unexpected ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, "insert battery", or ¿battery failed¿ errors were noted either. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery alert--(B)(6)2021 @ 18:37, 18:39, 19:00, (B)(6) 2021 @ 23:52--each alert is within the expected interval of 2 weeks of one another; 58=failed batt test--(B)(6)2021@14:50, 14:54, (B)(6)2021 @ 18:42, 18:43. The adapt tool did not list any pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--back of the lcd screen. After swapping boards and cases, the high sleep current measurement was isolated to pcba1. In summary, the customer¿s report of a power error (pump error 25) was not confirmed during testing. The faulty vibrator is due to the corrosion on the battery board, and the high sleep current measurement is due to the corrosion on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm, customer tried several new batteries and insulin pump ended up turning off also did not follow frozen display. Customer was unable to clear the alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.